Event description:
It was reported by repair work order that the cot would raise up and down sporadically. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.